Event description:
Lap sponges were placed in a baggie in a warmer saline bath per md directive. After use in the procedure, it was noticed that the patient had developed a small blister. The device was set at 110 degrees prior to use. The device was sequestered and tests performed. The device was shown to be out of calibration by approximately 10 degrees and there was a display malfunction.